Manufacturer narrative:
Additional information: b5, g3, h6 (rfr, fdd). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during laparoscopic gastrectomy, during the gastric omentum dissection process, about 5-6 hours into the surgery, it was difficult to open the jaws. The adhesion of tissue and eschar suddenly worsened, making it difficult to release the sealed tissue. The device stuck to the tissue due to the accumulation of eschar (burnt tissue). The device was cleaned frequently after the eschar started sticking. The knife blade was not extended/exposed and it did not protrude beyond the edge of the jaws. As a result, it was determined as a malfunction, and the device was replaced with a new one and used. There was no patient injury.

Event description:
According to the reporter, during laparoscopic gastrectomy, during the gastric omentum dissection process, it was difficult to open the jaws. The adhesion of tissue and eschar suddenly worsened, making it difficult to release the sealed tissue. The device stuck to the tissue due to the accumulation of eschar (burnt tissue). As a result, it was determined as a malfunction, and the device was replaced with a new one and used. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.